Manufacturer narrative:
Report date: 06feb2019. Date rec'd by MFR: 02feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The fse completed performance verification testing and alarm testing. The unit passed all tests and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 11feb2019. Date received by manufacturer: 07feb2019. MFR report #2031642-2019-00511 is a duplicate of an event previously reported under MFR report #2031642-2018-03082. Any additional information will be submitted under the initially reported MFR #2031642-2018-03082. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the patient disconnect alarm was not working. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The event date was not specified; estimate used.